Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned and analyzed. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The inner insulation of the lead was observed to have blood ingression. The outer insulation of the lead was observed to have blood ingression. Visual analysis found the outer insulation breached in vivo and there was esc. Visual analysis found the inner insulation breached with mio. Concomitant product: 4068-52 lead, implanted: (B)(6) 1998. (B)(4).

Event description:
The right atrial (ra) lead and the right ventricular (rv) lead were returned to the manufacturer after being explanted with no reason for replacement. The leads were analyzed and tested out of specification. A follow up yielded the ra and rv leads exhibiting impedance values trending downward with increase in threshold values. The leads were removed and new leads were implanted. No patient complications have been reported as a result of this event.